Manufacturer narrative:
The complaint was not confirmed and no errors or issues were observed. All test results were within range specification. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that on (B)(6), 2011 he noticed an ER-4 message on the display of his freestyle freedom blood glucose meter upon test strip insertion. He further reported experiencing vertigo, lightheadedness, fatigue and diaphoresis. Customer self-presented to a local healthcare facility so he could have his blood glucose checked. Customer was diagnosed with severe hyperglycemia and treated with "between 5-10 units of insulin", which was a change to his normal treatment regimen. Customer self-treated by drinking water. There was no report of death or permanent injury associated with this event.